Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results this investigation once it has been completed.

Event description:
Removal of atn troch nail. Lag screw, and ar screw due to head collapse.